Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads. Upn: (B)(4). Model: sc 2317 70, serial: (B)(4), batch: 5027663.

Event description:
It was reported that the patient was not getting left side coverage due to lead migration. The patient underwent an explant procedure. The explanted devices will not be returned.